Event description:
Rptr indicated that pt's depression had worsened. There were no changes made to the pt's medications. The pt also had some unemployment issues. Diagnostic testing results are unk. The cause for the event is unk.

Manufacturer narrative:
Device failure is suspected.